Manufacturer narrative:
(B)(4). The titanium hexed uniscrew was were returned for inspection. The screw was fractured at the top of the threaded regions. The drive features are worn but functional. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16 information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of titanium hexed uniscrews, it is recommended to torque at 20ncm. Complaint indicates a fractured screw. The event was confirmed following inspection. A root cause for the complaint could not be determined. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.

Event description:
It was reported that the abutment screw fractured at the neck level. There was placed on (B)(6)2017 and removed on (B)(6)2017. Tooth location #16.